Event description:
According to the reporter: during use the tissue was slippery and cutting could not be done. Another device was used to complete the case. No additional bleeding and/or tissue damage. Nothing fell into the patient cavity. Operative time was extended approximately thirty minutes.

Manufacturer narrative:
(B)(4).